Manufacturer narrative:
The unit was received with normal operating currents and no unexpected off no power or low battery alarms. All of the buttons functioned properly and there was no moisture damage on the keypad traces, electronic assembly, or motor. However, the unit alarmed motor error during the occlusion test due to a faulty force sensor resistor. The motor passed the motor test. The following physical damage was noted: cracked casing at a display window corner, minor scratches on the lcd window, cracked belt clip slot at the battery tube threads area, and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that he waded into water while wearing his insulin pump and moisture got under the lcd display screen. The customer performed a self test and the device passed. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the exposure to moisture and the customer confirmed that there was fluid under the lcd display. There was no other damage or issue with the insulin pump. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.